Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer (se) verified the malfunction and replaced the analog interface (ai) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition. The ventilator was not in use on a patient at the time the malfunction occurred.